Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was brought to the hospital from the rehabilitation center with mental status changes. The patient's inr on admission was 2.1. A CT scan of the head was obtained and reportedly showed sub acute evolving stroke in the left front parietal region. An echocardiogram showed there was a large mass of echo density material occupying the left ventricular outflow tract and transversing the aortic valve. The patient's neurological status continued to worsen throughout the hospital stay. After 8 days in the hospital and worsening respiratory status, the family decided to withdraw care and the patient expired on (B)(6) 2016.

Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined. Device thrombosis, neurological dysfunction, stroke, respiratory failure and death are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.